Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited increased pacing impedance measurements reaching out of range. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited increased pacing impedance measurements reaching out of range. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options. This device remains in service. No adverse patient effects were reported.